Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 86 mg/dl. The customer stated keypad had locked. The customer does not recall any significant event leading to the keypad issue. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated keypad froze and none of the buttons are working. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.